Manufacturer narrative:
Customer contacted haemonetics (B)(6), 2008 reporting their orthopat machine will not power up. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue was the result of a fluid spill on the power supply and controller board. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine will not power up. No injury or reaction was reported.